Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of cystoscopy, pelvic abscess, uterine fibroids, dysmenorrhea, appendicitis perforated, cystourethroscopy, obesity, deep dyspareunia, abnormal uterine bleeding, rash, vomiting, nausea, tubal ligation, appendectomy, spontaneous abortion, vaginal delivery, dyspareunia and pelvic pain. Previously administered products included: zithromax for allergy. The patient had a family history of neoplasm malignant. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2020, 4164 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (supracervical hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no fourteen-week size uterus with a 7cm to 8cm large fundalfibroid. Normal-appearing fallopian tubes and ovaries bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): [biopsy endometrium] in (B)(6) 2018: proliferative endometrium. [Pathology test] on (B)(6) 2020: abnormal uterine bleeding. Dyspareunia in female. Pelvic pain in female. Fibroids. Pelvic adhesive disease. Uterus with bilateral fallopian tubes, laparoscopic supracervical hysterectomy with salpingectomy: proliferative endometrium. Leiomyomata, largest 5.8 cm. Fallopian tubes with benign para tubal cysts. Negative for malignancy. [Ultrasound scan] on (B)(6) 2018: showed the uterus to be 13.8 centimeter by 7.7 centimeters by 7.3. Centimeter fluid volume of 405.2 ml with fibroid that was 5.87 by 4. 0.5 centimeters with no significant in size from the previous year. The right ovary measured 4.87 by 2.09 by 2.43 centimeters in the left ovary measured 1.2 centimeters by 1.43 by 2.11 cm. On (B)(6) 2020: patient's desire for fertility no longer desires fertility. Pertinent past pelvic pain history is significant for essure placement 2009 - has not had any issues with it. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: mr received : reporters information, medical history and lab data added, non drug treatment and rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2020, 4164 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery on (B)(6) 2020). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2020, 4164 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery on (B)(6) 2020). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-mar-2023: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.